Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating high blood glucose readings from the insulin pump. The mother stated that her daughter's blood glucose reading went from 74 mg/dl to 442 mg/dl. The mother stated that they changed the site and the blood glucose readings went down. The mother stated that her daughter's blood glucose started to rise at dinner. The mother was unable to troubleshoot because her daughter was at school. The customer was advised to call back to troubleshoot.